Manufacturer narrative:
H10: the on-site philips field service engineer(fse) observed the roll stand broken in two pieces. According to the fse, no additional information was received on how the roll stand was broken in half. The fse ordered a replacement roll stand for the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the roll stand is broken. There was no patient involvement.